Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned to the baxter (B)(4) facility for evaluation. The device failed the homechoice rite functional test ((B)(4)). The homechoice rite electrical test ((B)(4)) passed. Performed accuracy test per (B)(4) for troubleshooting purposes: failed, substituted piston foam with pal test article # (B)(4) and performed accuracy test per (B)(4): passed but original piston foam slightly deteriorated and found door piston cracked, removed pal test article (piston foam # (B)(4)) and replaced with original piston foam then performed accuracy test per (B)(4): failed, performed temperature verification per (B)(4): failed, performed crt (cycler remote toolbox) to verify heating system integrity: temperature functioned within specification, internal inspection: no problems found. The assignable cause for device failed fill 1, 2 and drain 1, 2 was determined to be deteriorated piston foam. Review of the service dates and activities revealed the previous return of the device was not for the reported problem. The piston foam was scrapped to avoid issue.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing.